Event description:
Pt revised to address osteolysis, polyethylene wear of insert, found locking mechanism failed on insert.

Manufacturer narrative:
Examination of the submitted device confirmed expected wear for a polyethylene device implanted for approx fourteen years. The investigation did find evidence indicating preferential loading and possible external rotation of the femoral component onto the insert. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.